Event description:
It was reported to philips that the device was intermittently unable to perform geometry movements. The device was in clinical use at the time of the event. No harm was reported. A philips field service engineer (fse) visited the site and determined the geometry computer had failed. After replacing the geometry computer, the device was returned to expected functionality. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the geometry movement is not available. Review of system log files showed the geo pc communication issues resulted in the malfunction of geo pc. Fse replaced geo pc and reloaded the software. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.